Event description:
It was reported during a ptca procedure, a dissection occurred. The lesion was located in the left main (lm) coronary artery. During advancement of the impulse diagnostic catheter, a dissection was noted. The dissection was treated with a 3.0x20mm taxus drug eluding stent. The procedure was successfully completed with a different device. Pt status is reported as `fine'. Add'l info has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause for this event. The mfg records for top assembly batch 672810 have been reviewed and no issues or discrepancies were found. This records review confirm that the device met all material, assembly, and performance specs. There are no similar complaints of this nature related to this batch number.